Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Manufacturing records were reviewed for potentially associated lot 12i18h25, and there were no issues detected during the production of this batch relating to the nature of the reported condition. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is report 4 of 4 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The patient experienced peritonitis. The patient was hospitalized for the event and was discharged. The patient recovered and is still on pd solution.